Event description:
It is reported that the device was implanted in 2008. Five months later, consumer began to feel pain in her knee and when she touched her knee, "it feels like a splinter or pin" is sticking up underneath the skin. Device remains implanted and exact implant date is unknown.

Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. This report will be amended when our investigation is complete.